Event description:
It was reported that the patient had multiple revision for failed tka due to chronic infection. On (B)(6) 2014, it was noted that all implants were removed on (B)(6), 2014 and a spacer was implanted.

Manufacturer narrative:
An event regarding infection involving a mrhk tib ins 13mm m/l m2/l2 was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, material analysis, functional inspections were not performed as items were not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient had multiple revision for failed tka due to chronic infection. On 12/17/2014, it was noted that all implants were removed on (B)(6) 2014 and a spacer was implanted.

Manufacturer narrative:
Additional devices listed in this report: cat # 64812110, lot # ldm384, description: mrhk femoral bushings; cat # 64812100, lot # unknown, description: mrh tib rot comp xs-xl; cat #64813113, lot # ee9kn, description: mrh tibial b/plt keel lrg 2; cat # 5550-g-319, lot #3r28, description: triathlon symmetric x3 patella; cat # 64811220, lot # sstph, description: mrhk fem distal blk 10mm m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.